Manufacturer narrative:
(B)(6). Report is for one (1) unknown trochanteric fixation nail-advanced (tfna) nail. Part number unknown, lot number unknown; UDI unknown. Device implant date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw and trochanteric fixation nail-advanced (tfna) nail were originally implanted on an unknown date. Sometime after the implantation, the patient experienced non-union and underwent a revision procedure on (B)(6) 2015. The cause of the non-union was indeterminate. The devices were explanted and a hemi-arthroplasty was performed. There was no surgical delay and the procedure was successfully completed. There was no patient harm. This report is for one (1) unknown trochanteric fixation nail-advanced (tfna) nail. This is report 1 of 2 for (B)(4).